Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The customer reported her blood glucose reached between 200 to 300 mg/dl and that the cannula was out of the skin. The pod was worn between 24 and 36 hours.